Event description:
It was reported a 6f angio-seal vip was deployed in the right common femoral arteriotomy. Bleeding continued and a femostop was used to control the bleeding. Hemostasis was achieved. Four days later the patient returned to the hospital with complaints of a cold foot and diminished pulses. An interventional radiologist performed an angiogram, ultrasound, and angioplasty of the occluded site. Pulses were restored to normal, the pt was placed on blood thinners, observed and discharged the next day. The representative followed up the next day, and the following week, and discovered that the patient had gone to surgery. The angio-seal was removed ten days after the initial deployment. The pt was not taking any prescribed anti-coagulant medication. The pt has recovered, but has difficulty walking.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that maybe associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.